Manufacturer narrative:
The sureform 45 stapler instruments and white reloads used during this procedure were discarded by the customer; therefore, no products are available for failure analysis investigations. Review of the system intraoperative event logs found the system functioned normally and there were no indications relating to the reported event. Review of the subsequent system logs as of (B)(6) 2025 found there were no anomalous or unexpected events found during any of the intraoperative procedures reviewed that were not resolved. Review of the stapler logs show that two sureform 45 stapler instruments were used during the procedure. The first stapler was installed on the system 2 times and successfully fired 2 white reloads. The second sureform 45 stapler instrument used was installed on the system once and successfully fired one white reload. With all 3 firings, the first clamp was successful, and the firings were completed with no pauses for compression. There was no relevant stapler errors in the system logs. The following concomitant products were used during this procedure: 30 degree endoscope plus, monopolar curved scissors, tip-up fenestrated grasper, force bipolar, suction irrigator, two sureform 45 stapler instruments. A site history review found no complaints were made for the other instruments used during this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient was undergoing a liver resection when the surgeon got into bleeding difficulty while using the sureform stapler on one of the hepatic veins. The details on which hepatic vein and how the bleeding occurred is not provided. The surgery was converted to open and resuscitative efforts were unsuccessful. They later noted a portion of the staple line was not intact but also could not be sure if that occurred as part of the procedure or a result of the resuscitative efforts. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, bleeding occurred and the procedure was converted to open; the patient subsequently expired in the operating room. The intuitive clinical sales representative was informed by the surgeon that the bleeding started shortly after a third successful firing of the sureform 45 stapler with white reloads on the hepatic vein. The surgeon reported that it was unknown where the bleeding was coming from as it occurred so quickly; no errors or messages occurred while firing the three white reloads. The procedure was converted to open to control the bleeding and it was observed that one of the sureform 45 white reload staple lines had missing staples in the middle of the staple line. The surgeon stated that he did not know if the missing staples were a result of him attempting to control the bleeding, or if the missing staples occurred when the reload was fired. Attempts to obtain additional information from the surgeon were made with no response received.